Event description:
It was reported that the pt had good benefit from his ci before explantation. However, he used to wear the audio processor coil during day and night, which led to skin infection. Additionally, the pt suffers from diabetes, which worsened the status of the skin flap and prevented healing. There is no allegation against the device. The pt was explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.